Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon interrogation, the patient's right ventricular lead exhibited episodes of non-sustained right ventricular oversensing episodes. Programming changes were made. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient received an inappropriate shock due to oversensing noise on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable before, during, and after the procedure and was noted to be doing great during a post procedure follow-up.